Event description:
It was reported that a pt underwent a total hip replacement procedure on (B) (6) 2009. Upon first activation, the locking plate of the reservoir could not be unlocked before use on the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.